Event description:
A pt reported blood glucose results of 176 mg/dl with a lifescan meter and 114 mg/dl on an unk meter (invalid comparison) performed within 20 mins of each other. The customer svc rep walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed qc tests, there is an indication that the product malfunctioned, and that the event meets the criteria for a medical device reportable. Test strips were replaced.